Event description:
The initial tha with g2 mom was performed on (B)(6) 2007, due to osteoarthrosis. Due to the fact that the patient has been suffering from a persistent pain of unknown cause, the revision will be performed on (B)(6) 2014. The samples will be returned for investigation after the revision.

Manufacturer narrative:
Additional narrative: following investigation by applied research and bioengineering, it was summarised that: based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The complaint shall be close with an undetermined conclusion: it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then this shall be reviewed and further investigation completed as required.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). The revision surgery was carried out on (B)(6) 2014 as scheduled. Although the cause of the pain was unknown, the surgeon performed the revision on the grounds that the sliding surface of the mom might be the contributing factor. There was a small amount of corrosion on the neck, and also metal grinds and blackened substances were found at the tapered part, but no pseudotumors were seen.